Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information confirmed the spinal cord stimulation (scs) patient experienced charging difficulties and discomfort at the implantable pulse generator (ipg) site. Further evaluation revealed high impedances on lead. To address these, a revision procedure was performed, involving lead replacement and repositioning of the ipg to a more comfortable location. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7078642 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078642, UDI: (B)(4).